Manufacturer narrative:
Product complaint # (B)(4). It has been confirmed that this report is a duplicate and has been submitted under report # 3005075853-2019-19276.

Manufacturer narrative:
(B)(4). Batch: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, after first firing , and during 2nd firing the knife channel in the anvil is bending and prevent knife to return , I have noticed a damage in the device shape. Another like device was used to complete the procedure. There were no adverse consequences for the patient.